Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board and there was a bga failure at the u104 and u1003 processors. The cause of the inability to charge the battery packs is the contamination and bga failure. The cause of the contamination is liquid ingress of an unknown contaminant. The cause of the bga failure cannot be positively identified. The root cause of the inability to charge the battery packs cannot be distinguished between the contamination and bga failure. No adverse events occurred as a result of the defective charger.

Event description:
A us distributor returned a charger indicating that it was unable to charge a test battery pack.